Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported by the patient that he was suffering from the hyperglycemia episode. Blood glucose level was 278 mg/dl. In troubleshooting cannula dislodged was found. High blood glucose is treated with correction injection via mdi. No further information was available.